Manufacturer narrative:
The log file was available for analysis. The log file entries show, that the device changed to internal battery operation at 1:56 pm on the reported day of event. This was alarmed by the device with the corresponding alarm message. After 6 minutes on battery power, a shutdown of the unit occurred as the internal batteries were discharged. With no prior alarm. The investigation revealed, that the batteries had reached the end of their life. The internal batteries are wearing parts and are replaced by the service every 2 years, during maintenance. The capacity of the batteries used must be checked regularly during maintenance. In case of unfavorable operating conditions and many transports, it may be necessary to replace the batteries earlier. In the present case, the internal batteries have already been replaced. And the unit has been tested without any deviations. If the mains supply fails. The device switches to the internal battery. With a fully charged internal battery, the device runs for ten minutes until the alarm "internal battery only 2 minutes left " is then issued. In the event that the internal battery is completely discharged, an audible power failure alarm is emitted for at least 2 minutes in accordance with en794. And the respiratory system is opened against the environment to allow spontaneous breathing of the patient. When the supply voltage is restored, a warm start is performed (duration approx. 8 seconds) and ventilation is continued with the old parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported, that the device was in battery mode. And the patient was moved to another room with the device. During operation, the device turned off. An insistent audible alarm was sounded. No patient injury was reported.